Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a system restart following a system shutdown the computer was not able to connect to the robot arm and a communication failure popped out on the screen forced the field service engineer to shut down and restart the device. The shutdowns led to a delay of approximately 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. The subject followup medwatch has been submitted to correct the notification date. Once the evaluation has been performed, a follow-up medwatch report will be submitted.

Manufacturer narrative:
It was reported that a communication failure occurred. Event summary, device history record review and complaint history review did not identify any contributing factors. Technical investigation was performed by reviewing log files from the subject surgery. A shared memory issue has been detected. Corrected data: date of this report, date received by manufacturer (additional information), if follow-up, what type, device evaluated by manufacturer, evaluation code, additional narratives/data.